Manufacturer narrative:
It is indicated that the device was disposed at the facility and will not be returned for evaluation

Event description:
It was reported that the device and electrode were explanted and replaced as a result of a system infection. No additional patient consequences were reported.